Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. He reported his physician send him to the emergency room, where his blood glucose reading was 144. Dario readings were 572 and later 412. When talking to the user, he stated the strips were open 6 months ago - meaning he was using expired strips. The complaint failure mode was not confirmed.